Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 11/18/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: customer reports problem reading qrcode in all these mentioned codes / batches. For code j603h consider lot 5bmcud related reports: 2210968-2022-08043, 2210968-2022-08044, 2210968-2022-08045, 2210968-2022-08046, 2210968-2022-08043 and 2210968-2022-08043.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 10/26/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d4, h4. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify and confirm if the lots mentioned below had issues with the qr code? If not, what was the reported issue with each device/ lot? Lot numbers for: cf810t- lot ar7893; sxpp1b410- lot rpbaph; sxpp1b405-lot rmbeba; j571g- lot ar2693; xyj303h- lot ar0401; sxpp1b415- lot rkbadj; j603h- lot 5bmcvd; xyj341h - lot ap5547; sxpp1b420- lot sabddl; xyj544g- lot ap4710; sxpp1b450- lot rmbbeb; xyj375h- lot- ar4188; sxmp1b409- lot- rlbjaq; z316h- lot- rlmadt; j353h.un- lot - ar8573. Additional information was requested, and the following was obtained via: lot numbers for: cf810t- lot ar7893; sxpp1b410- lot rpbaph; sxpp1b405-lot rmbeba; j571g- lot ar2693; xyj303h- lot ar0401; sxpp1b415- lot rkbadj; j603h- lot 5bmcvd; xyj341h - lot ap5547; sxpp1b420- lot sabddl; xyj544g- lot ap4710; sxpp1b450- lot rmbbeb; xyj375h- lot- ar4188; sxmp1b409- lot- rlbjaq; z316h- lot- rlmadt; j353h.un- lot - ar8573. Photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: photo shows foil package, product code mcp496g, lot number samkzr closed, no external damage noted. Additionally, the qr barcode was scanner readable with a result of 01107050310465971723123110samkzr, correct information for the lot number. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. Events reported via: 2210968-2022-08043, 2210968-2022-08044, 2210968-2022-08045, 2210968-2022-08046, 2210968-2022-08043 and 2210968-2022-08043.

Event description:
It was reported that a patient underwent an unknown procedure (B)(6) 2022 and suture was used. Before use on the patient, it was reported that it was not possible to read the qr code on the suture packaging. It was noted that the problem was not with the reader, but in the quality of printing the qr code. No adverse patient consequences were reported. Additional information was requested.